Manufacturer narrative:
(B)(4). One (1) viper universal poly driver was returned for evaluation. Visual examination of the viper universal poly driver at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The 2nd half of the tip was not returned for analysis. The optical images of the fractured surface reveal plastic deformation of the hex-lobes and a shearing of the tip in one direction. This suggests the driver underwent a quasi-static torsional shear failure while under cantilever forces. A definitive root cause for the breaking of the viper universal poly driver cannot be determined with the information provided. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. However, fracture analysis of the returned part revealed plastic deformation at the hex-lobes and torsional shear markings following a circular pattern, which indicates fractured tip, underwent a quasi-static torsional shear failure while under cantilever forces. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported products were used in surgery for the modified scoliosis, stabilizing l2-l5, on (B)(6) 2017. The surgeon tried to apply the screw insertion (part number unknown) into l4 right pedicle. Because the pedicle was hard, the screw became stuck half way through. He used ¿viper2 t20 hexlobe driver shaft (286725020)¿ to remove the screw. But the tip of the driver shaft became stripped. Next, he used both ¿poly driver, 10mm (2867-60-010)¿ and ¿mini-open driver (279734000)¿ to remove the shaft. But the tip of either driver chipped and remained in the screw hole of the implant (part number unknown). Since the screw was fixed as much as 80% completion, he thought the fixation was secure enough and decided not to remove the screw. Finally he stabilized the rod and completed the surgery. The surgery was delayed by 20 minutes.